Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device dislocation ('device migration') in an adult female patient who had essure (batch no. D46953, a57110) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal surgery and hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, device dislocation, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: discrepancy noted: date of insertion as per sd dated (B)(6) 2021: (B)(6) 2013. Lot number: a57110. Manufacturing date: 2012-09. Expiration date: 2015-09. Batch no: d46953. Production date: 2015-01-09. Expiration date: 2018-01-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: event dyspareunia, genital bleeding & device migration were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D46953-valid, a57110) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: date of insertion as per sd dated 28-jul-2021: (B)(6) 2013. Most recent follow-up information incorporated above includes: on 28-jul-2021: case category updated to serious incident. Removal details updated. Lot number a57110 was added. Cluster ID added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D46953, a57110) inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: date of insertion as per sd dated (B)(6) 2021: (B)(6) 2013 lot number: a57110 manufacturing date: 2012-09 expiration date: 2015-09 . Batch no d46953 production date 2015-01-09 expiration date 2018-01-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and device dislocation ("device migration") in an adult female patient who had essure inserted (lot no. D46953, a57110) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of ankle injury and breast lump. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic assisted total hysterectomy and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage and pelvic pain to be related to essure administration. The reporter commented: discrepancy noted: date of insertion as per sd dated (B)(6) 2021: (B)(6) 2013 right tube- 3 coils; left tube- 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: both tubes have been blocked now which means that the procedure is successful. Lot number: a57110, manufacturing date: 2012-09 and expiration date: 2015-09. Batch no: d46953, production date: 2015-01-09 and expiration date: 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: references added, annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") and device dislocation ("device migration") in an adult female patient who had essure inserted (lot no. D46953, a57110) for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of ovarian cyst, dyspareunia, bowel motility disorder, abdominal pain, ankle injury and breast lump. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6)2021. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("abnormal bleeding"), heavy menstrual bleeding ("heavy periods"), polymenorrhoea ("frequent periods"), coital bleeding (" postcoital bleeding"), intermenstrual bleeding (" intermenstrual bleeding") and mental disorder ("psychological issues"). The patient was treated with surgery (laparoscopic assisted total hysterectomy and hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered coital bleeding, device dislocation, dyspareunia, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, mental disorder, pelvic pain and polymenorrhoea to be related to essure administration. The reporter commented: discrepancy noted: date of insertion as per sd dated (B)(6) 2021: 15/05/2013 right tube- 3 coils left tube- 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 08-oct-2013: both tubes have been blocked now which means that the procedure is successful [ultrasound pelvis] on (B)(6) 2011: findings: normal appearances of the liver; gallbladder, biliary tree (common duct = 5. 2nun), pancreas, spleen, abdominal aorta and both kidneys. Normal smooth walled· urinary bladder. Anteverted uterus measuring 9.96 x 3.41 x 4.7cm. ·homogenous myometrium. The midline stripe is intact,, endometrial thickness = 2.4mm. Normal appearances of both ovaries with follicles present. No adnexal pathology identified. No free pelvic fluid. However, good views of uterus and ovaries achieved due to exceptionally full bladder; on (B)(6) 2015: findings: normal anteverted uterus with a homogenous myometrial echo pattern. Midline strip is intact, endometrial thickness measures 4.1 mm. Normal appearance of both ovaries. No adnexal pathology identified. No free pelvic fluid. Lot number: a57110 manufacturing date: 2012-09 expiration date: 2015-09. Batch no d46953 production date 2015-01-09 expiration date 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: medical record received. New events heavy, frequent periods along with post-coital bleeding & psychological issues; are added. Medical history , reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.